Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of embolism is listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties and subsequent foreign body in patient appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a dissection in the distal right iliac artery. An attempt was made to advance a sheath to the target site via left access; however, the sheath could not be advanced to the right distal iliac. The 8.0 x 39 mm omnilink elite stent delivery system was advanced; however, as there was no support from the sheath, the omnilink elite was unable to get to the target site. The device was removed; however, when pulling the stent into the sheath, the stent caught on the sheath and dislodged, remaining in the sheath. The stent delivery system was removed without difficulty. The stent remained in the sheath and an attempt was made to remove the sheath and stent. During removal, the stent embolized to the left profunda. A second physician was consulted, and the decision was made to leave the stent where it was, as the patient did not experience any adverse patient effect. The stent remained unexpanded in the left profunda and no additional intervention was performed. No additional information was provided.